Event description:
A nurse reported that during phacoemulsification, the system displayed a message briefly about the footswitch, and then appeared to shut down. Numerous attempts have been made to learn whether there was any patient impact, but no information has been provided.

Manufacturer narrative:
The company representative examined the system, found the host cpu (central processing unit) would not boot up, and replaced the host. The system was then tested and met product specifications. The replaced host cpu is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).